Event description:
A report was received that a patient's precision system was explanted due lead protrusion, resulting in an infection. The patient's symptom was redness at the ipg site. The patient was placed on oral antibiotics and the physician does not believe the infection was device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70, (B)(4), description:linear st lead with preloaded enhanced stylet - 70 cm model# sc-1110-02, (B)(4), description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.